Manufacturer narrative:
Correction b5: medtronic received information that during use of a fusion oxygenator, it was reported that there were pressure issues. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the blood pressure increased suddenly. It was not possible to enter circulation extra -corporelle (cec) because the pressures were high. The pressures were monitored pre and post oxygenator. Heparin dosing was monitored to achieve optimal therapeutic response with an act plus. The range was greater than 480 seconds. The patient was normothermic. Additional information b5: medtronic received additional information that heparin and diprivan were administered during prime and during the case. The pressure was measured at 450mmhg pre-oxygenator and at 30mmhg post-oxygenator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that there was pressure issues. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
B.5. Medtronic received additional information that the blood pressure increased suddenly. It was not possible to enter the circulation extra-corporelle (cec) circuit because the pressures were high. The pressures monitored were both pre and post oxygenator. Heparin dosing was monitored to achieve optimal therapeutic response with act plus. The range was greater than 480 seconds. The patient was normothermic. Device evaluation: visual inspection shows no outward signs of physical damage or abnormalities. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. Performance testing was conducted at a 1:1 ratio (7lpm blood & gas flows) the results are as follows: 196 mmhg blood side pressure drop conclusion: reason for the return was not confirmed. D.4. Serial number updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.